Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced exposed vaginal mesh, urge incontinence, bacterial vaginosis, frequency, urgency, vaginal scarring and required cystoscopy and surgical intervention for excision of eroded mesh in (B)(6) 2008. She has also experienced pain, extrusion, and dyspareunia.